Event description:
Revision surgery - due to the cement not setting up properly and causing the stem to rotate around and the shell to pop out. The surgeon replaced them with a monoblock stem, monoblock spacer and a size 40mm, +4 socket insert.

Manufacturer narrative:
The reason for this revision surgery was identified as instability after 12 years of patient use. The products associated with this revision surgery were not returned for examination. A review of the dhrs showed no ncmrs associated with the product. There is no information about any patient injuries, activities, accidents, or medical contraindications that may have contributed for the need of revision surgery. There are no indications of a product or process issue affecting implant safety or effectiveness. The revision surgery was completed successfully. The root cause for instability was most likely the cement not setting up properly, as originally reported.